Event description:
It was reported that the power PICC solo leaking at the t-piece when the line is being primed prior to insertion and on further administration of saline whilst inserting the PICC. No other information was provided. It was reported this occurred with (two) devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.